Event description:
It was reported when programmer is in boot phase it just goes to the "please wait..." Screen. The programmer will not boot up, frozen. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer stayed on the ¿please wait¿ screen and would not boot; hard drive found out of electrical specification. Analysis also found the programmer has corrosion on inside of case. (B)(4).